Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 600 mg/dl) and correction boluses via the pump were delivered to address the bg level. A pump system check was performed and no device issues were identified. The customer disagreed with the results of the system check and thought the pump was the cause of the high bg.